Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the patient had a low origin of the left coronary artery, so a wire, guideliner and stent were proactively placed into the left coronary artery. After successful valve deployment the non-edwards wire/guideliner/stent became entrapped between the sapien valve and the patient's (B)(6). Physician had to pull with force to remove the equipment, resulting in the tip of the guideliner breaking at the distal end. A snare was used to retrieve the dislodged pieces. No harm to patient during the procedure and no allegation of a edwards device deficiency by the implanter.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for interventional device interacts with coronary stent was confirmed based on the provided information from the fcs (field clinical specialist). The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the patient had a low origin of the left coronary artery, so a wire, guideliner and stent were proactively placed into the left coronary artery. After successful valve deployment the non-edwards wire/guideliner/stent became entrapped between the sapien valve and the patient's stj. Physician had to pull with force to remove the equipment, resulting in the tip of the guideliner breaking at the distal end. A snare was used to retrieve the dislodged pieces.'' In this case, the wire/guideliner/stent was placed into the left coronary artery prior the tavr, which was planned to prevent the coronary obstruction due to the low coronary. However, the guideliner became trapped between the thv and non-ew stent after the thv deployment, so it was likely procedural factors, leading to breaking of guideliner. As such, available information suggests that procedural factors likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.